Manufacturer narrative:
(B)(4).

Event description:
A report has been received from a hemodialysis user facility reporting a possible allergic reaction or hypersensitivity to the dialyzer. The facility was contacted for add'l info on the incident. The pt started dialysis and at approx 1 1/2 hrs into the treatment the pt had dyspnea and labored breathing and was taken to the hosp by ambulance. The pt also had a migraine. The nurse reported that this pt has a complicated medical history. The pt is able to tolerate dialysis with the optiflux nr(eto) sterilized dialyzer. The pt has an intrajugular catheter for an access. There is no sample. The admission diagnosis was difficulty breathing with complaints of severe difficulty breathing and hypoxia. The pt goes into flash edema and fluid overload and has severe interstitial lung disease from wegener's granulomatosis. The pt was treated with IV lasix and urgent dialysis.